Event description:
The surgeon reported debris in and around the glenoid joint space. The debris was observed during an arthroscopic procedure performed for soft tissue concerns.

Manufacturer narrative:
H.6: investigation in process.